Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument and performed a device evaluation. Failure analysis confirmed the reported complaint. The permanent cautery spatula was found to have a broken sleeve. It was noted that a broken piece was missing as a result of the breakage. The size of the missing piece measured approximately 0.12¿ x 0.22¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument or accidental collision. Failure analysis confirmed the reported complaint that the spatula tip was flattened. The permanent cautery spatula tip was rounded out and appeared with a black melted area. Any material missing from the damage of the yaw pulley was likely thermally induced rather than mechanically induced. It was noted the instrument had 8 lives remaining. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided by the site for review. A log review was conducted, and it was noted that the permanent cautery spatula (470184-12) n10180614-0055 instrument was last used in a procedure on (B)(6) 2018 and was used for 27 minutes. This complaint is being reported because the permanent cautery spatula was found to have a melted tip which was thermally induced with no evidence or claim of user mishandling or misuse. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information were either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's 2nd usage and, therefore, had not expired. Implant date is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that a permanent cautery spatula instrument had the tip flattened and the plastic near the collar was cracked and broken. There was no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.